Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to kinked tubing. The tubing was replaced to remedy the report. It is not known how the tubing became kinked. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor fault-2001" message. Complainant indicated that there was no patient involvement in the reported malfunction.